Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were going to have their implant removed tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated they were out of town, and they had a problem with their stimulator around january (B)(6) 2025, and they spent 6 days in the hospital from (B)(6) 2025. The patient stated when they got out of the hospital, they saw a neurosurgeon and a manufacturer representative (rep). They adjusted the device, and it caused them to have issues with their bowel, so they were admitted into the hospital, and the surgeon there told them to turn the device off, but the patient stated they turned the stimulation all the way down, and it solved the bowel problem. The patient then stated after the hospital stay, they got another adjustment, and it made the pain worse, so the patient decreased stimulation and now they were in excruciating pain because they couldn't increase stimulation due to the adjustment made which caused them more pain. The patient had contacted their surgeon, but the surgeon would not see them until they saw a rep. The patient was in excruciating pain. The patient denied any falls or trauma around the time of the complaint. The patient mentioned they spoke to a rep and were told they would call them back. The patient mentioned they wished they never had the ins would want to have it removed. The agent reviewed rep role, redirected the patient to their doctor, and sent an email to the field reps in the area. The patient mentioned they had mris done and were told there was something wrong with the signal going from the ins to the leads, which needed to be addressed by a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they are having their device removed on may 19th due to issues with device. They state they had to turn device all the way down and ended up in the hospital. They state their controller was completely dead, wouldn't charge or do anything. They state they had still been charging the device and they had met with a manufacturer representative (rep) for reprogramming, but they started getting shocked so they turned the stimulation all the way down. Patient said that they were having some issues right now and that their legs were starting to go numb and that never happened before and it was happening more frequently now so they wanted the ins removed.